Manufacturer narrative:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rails was broken off. There was no allegation that any patient was involved. No harm was claimed. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with side rail condition, the side rail panel was detached from the side rail mechanism. The citadel plus instruction for use (831.374) instructs user to check the operation of the side rails daily. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. To conclude, the side rail was detached and from that perspective, the citadel plus bed did not meet the performance specification. The device was not in use when the damaged side rail was identified. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rails was broken off. There was no allegation that any patient was involved. No harm was claimed.